Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2316-50 serial#: (B)(4), description: infinion 1x16 perc lead kit-50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during the manufacturing.

Event description:
A report was received that the patient had lost stimulation due to high impedances on one lead. The patient underwent a lead replacement procedure and was doing well postoperatively.